Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced and forwarded to the manufacturer's product investigation laboratory. The board was found to have an oxygen flow sensor failure on the oxygen blending module board.